Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient needed a MRI performed. As such, the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7974821; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7974821.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.